Event description:
During colonoscopy procedure, the physician requested to apply a quick clip. Upon removing, the package product appeared fine. Quick clip was passed down the scope and the physician called to have it open, but the clip would not open. Removed and another used successfully.